Event description:
No additional information provided.

Manufacturer narrative:
1. The customer returns 1 video, no defective sample. The video shows the syringe being inserted into the end of the septum and injected, with fluid flowing out of the head of the catheter. 2. DHR/bhr review lot#4052079 1-this batch of products were assembled at intima ii auto line 4 in april 2024, and packaged at r240 package line in april 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. The retained sample of this batch is taken for relevant functional tests: 800mm simulated clinical leakage test and 45psi leakage test. All tests are passed, and no leakage is found at the septum. Please see the attached test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. Since the defects at the septum cannot be identified from the returned video, and the defective sample is not received for relevant testing of the septum, the root cause of the leakage at the septum cannot be determined. The plant will continue to track and trend for this issue.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked at septum. On 8-22 after puncturing a patient with an indwelling needle and opening the infusion set, there was fluid coming out of the isolation plug at the end of the indwelling needle. Immediately remove the needle, explain the situation to the patient, gain the patient's understanding, replace the indwelling needle, and re-puncture.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.